Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.038.205s, lot number: h571688, part manufacture date: 04 april 2018 , manufacturing location: elmira, part expiration date: 28 february 2028. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 48 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices:insertion instruments: trauma (part#unknown, lot#unknown. Quantity 1), nails: tfna (part#unknown, lot#unknown, quantity 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an implementation of a proximal femoral nailing system (tfna) of the proximal femur fracture, upon the insertion of the fenestrated screw there was difficulty achieving full insertion of the head. Upon removal of the implant, the tip of the screw bent towards the lateral side to where it was inserted in a new implant. The original implant that was undamaged. There was a five (5) minute surgical delay reported. The procedure and patient outcome were successful. Concomitant devices: unknown screwdriver (part# unknown, lot# unknown, quantity# 1). Unknown tfna nail (part# unknown, lot# unknown, quantity# 1). This report is for 1. This is report 1 of 1 for (B)(4).